Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that during a procedure , the vent pump displayed an error and stopped. The medical personnel power cycled the pump. The pump worked properly for a short time before displaying the same error and stopped. There was no report of pt injury. The pump was used during another case with no issues. The pump was returned to sorin group (B)(4) for eval. The investigation is on-going. A f/u report will be sent with the investigation is complete.

Event description:
Sorin group (B)(4) rec'd a report that during a procedure, the vent pump displayed an error and stopped. The medical personnel power cycled the pump. The pump worked properly for a short time before displaying the same error and stopped. There was no report of pt injury. The pump was used during another case with no issues.